Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on 2016-03-07 that there was poor communication and a poor communication screen was displayed on the patient programmer (pp). The implantable neurostimulator (ins) would also not communicate with the recharger (insr). The patient had not had a successful recharge session or felt stimulation in 4-5 months. The reason for not charging was that the patient had no pain, so they were not using the device. They could not charge the ins. The patient also reported a burning sensation from the inside of their body over the ins site. This was noted to be intermittent and random in occurrence, and was noted to have started in (B)(6) 2016. The indication for use was spinal pain.

Event description:
Additional information received from the patient reported he was having pain and tried to charge the battery, but it would not charge. Afterward the pain worsened - burning - because could not use stimulator and took pain pills, which only slowed the pain.

Event description:
Additional information was received from the patient. The patient indicated the circumstances surrounding the burning at the ins site was lack of use for approximately six months. When the patient attempted to use the device afterward, the battery ¿must have died¿ and would not charge. The patient could not use the ins and took a pain pill to resolve the burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.